Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) was noted as dislodged and confirmed visually with x-ray imaging. There was also loss of capture noted on the lv lead. The lv lead was capped and replaced to resolve the event and the patient was in stable condition.